Event description:
The sales rep reported that during a knee repair that the metal hook part of the customer's vapr 90 degree hook electrode came off the device and fell into the patient's joint space. The hook was retrieved and no x-rays were needed to be performed. The surgeon completed the procedure with another like device with no patient consequences. There was a ten minute delay in the procedure. The sales rep could not provide the generator settings or the length of time the device was used but reported that the device was only used for a short time when the hook easily came off the device. The sales rep reported that the customer does not use reprocessed electrodes. The sales rep was not present and had no further information.

Manufacturer narrative:
The complaint device was received and investigated. Visual inspection found that the shaft of the device was bent, indicating excessive force being applied to the device. The active tip had snapped off at the point where the tip enters the ceramic insulator. The point at which the tip had snapped was still sharp indicating post failure activation had not occurred. The area that the tip has snapped would suggest that excessive force has been applied to the tip during use. This failure could be attributed to misuse. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a knee repair that the metal hook part of the customer's vapr 90 degree hook electrode came off the device and fell into the patient's joint space. The hook was retrieved and no x-rays were needed to be performed. The surgeon completed the procedure with another like device with no patient consequences. There was a ten minute delay in the procedure. The sales rep could not provide the generator settings or the length of time the device was used but reported that the device was only used for a short time when the hook easily came off the device. The sales rep reported that the customer does not use reprocessed electrodes. The sales rep was not present and had no further information.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated. In process.

Event description:
The sales rep reported that during a knee repair that the metal hook part of the customer's vapr 90 degree hook electrode came off the device and fell into the patient's joint space. The hook was retrieved and no x-rays were needed to be performed. The surgeon completed the procedure with another like device with no patient consequences. There was a ten minute delay in the procedure. The sales rep could not provide the generator settings or the length of time the device was used but reported that the device was only used for a short time when the hook easily came off the device. The sales rep reported that the customer does not use reprocessed electrodes. The sales rep was not present and had no further information.